Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a wound infection following a basal cell carcinoma high parietal. They opened the would and took the suture out. It was stated that the patient had antibiotics. The event resulted to tissue damage and temporary injury.